Event description:
During a service call at the customer¿s site, the terumo bct service technician discovered the IV pole on the trima equipment would not stay up. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician replaced the IV pole bearing and adjusted the push screw. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician replaced the IV pole bearing and adjusted the push screw. Investigation is in process. A follow-up report will be provided.

Event description:
During a service call at the customer¿s site, the terumo bct service technician discovered the IV pole on the trima equipment would not stay up. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Event description:
During a service call at the customer¿s site, the terumo bct service technician discovered the IV pole on the trima equipment would not stay up. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician replaced the IV pole bearing and adjusted the push screw. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.

Event description:
During a service call at the customer¿s site, the terumo bct service technician discovered the IV pole on the trima equipment would not stay up. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician replaced the IV pole bearing and adjusted the push screw. One year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for a push button screw adjustment.